Event description:
The customer stated falsely elevated architect total psa results were generated for approximately three or four patient samples. The results were higher than clinically expected (all results were between 10-30 ng/ml; individual patient values were not provided). The samples were tested at another medical facility generating values of <4 ng/ml. (No test method provided). There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect total psa, list number 7k70, that has a similar us product distributed in the us, architect total psa, list number 6c06. An investigation is in process. A follow up MDR will be submitted when the investigation is completed. An investigation is in process.